Manufacturer narrative:
Initial 1 of 2. E1: event country: brazil. Name: medtronic minimed, country: united states of america, address ¿ line 1: 18000 devonshire street, city: northridge, state: california, zip code: 91325¿1219. Has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The blood glucose level was high.